Event description:
The customer reported that the generator was in use with a non-covidien electrosurgical pencil and non-covidien dual-part return electrode during a hemorrhoidectomy procedure, toward the end of the procedure, the surgeon activated the diathermy to coagulate a bleeding vessel. He and his assistant felt a burning sensation to their hands and quickly pulled their hands away from the pt. Then a flame erupted in the area between the pt's leg drapes and the mayo table. The burning drapes were immediately removed and doused on the floor with a fire extinguisher and sterile water. The pt was examined while under general anesthesia and was found to have a small superficial burn area to the right of her perineum. The burn was treated with a jelonet dressing. The pt was later moved to a burn unit and evaluated by a plastic surgeon, who concluded that some of the burn could be deeper than first degree. A flammable surgical solution containing chlorhexidine had been used to prep the pt and is believed by the customer to be the cause of the fire. Further information regarding the pt's current status has been requested but has not been provided by the site.

Manufacturer narrative:
(B)(4). The unit was evaluated by an international covidien service facility. Nothing was found that would have caused or contributed to the reported incident. A visual inspection found no notable defects. An internal inspection did not find anything wrong with the unit. The generator passed all tests and performed satisfactorily.

Manufacturer narrative:
(B)(4). The unit was evaluated by an international covidien service facility. Nothing was found that would have caused or contributed to the reported incident. A visual inspection found no notable defects. An internal inspection did not find anything wrong with the unit. The generator passed all tests and performed satisfactorily.